Event description:
It was reported that the pt suffers from a bilateral, mild, sensorineural hearing loss. Since implantation she had never been satisfied with her vibrant soundbridge. She complained about poor again and bad hearing sensation in noise. The pt was explanted of the device on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.